Event description:
It was initially reported the patient had an increase in stimulation when they moved in different positions. It was noted that when stimulation was on they were getting a high voltage and it was getting worse and worse. It was noted that the ins had been off since (B)(6) 2012 and was not feeling stimulation. It was noted that the patient had the implantable neurostimulator (ins) checked a few times and the lead and ins were ok. It was noted that the patient had 40% less pain and was not using their cane to walk. It was noted that the hcp did not want to take out the ins unless they consult with a pain manager. [Omitted information in related event] it was further reported that the patient met with a company representative and the device was in a confirmed overdischarge (od). It was unknown how many prior ods had occurred. The patient also reported shocking/jolting at the device pocket, in addition to overstimulation. The patient had less than 50% therapy relief as well. The patient wanted the stimulator to be removed. The patient felt as if the device ¿had a mind of its own¿ and regularly shocked him. The patient stated it would increase without warning on its own. The patient reported that he had the device checked out by a ¿physio-scientist¿ who confirmed it was ¿defective.¿ there was no plan for explant; the patient was referred to the implanting physician. The patient¿s status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 288330001, implanted: (B)(6) 2011, product type: accessory; product ID 8591-38, lot# d12887, implanted: (B)(6) 2011, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).